Event description:
It was reported that before connecting to a patient, the cs100 intra-aortic balloon pump (iabp) had an auto fill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported malfunction. The fse discovered that a safety disk fill port tube was loose. The fse properly fitted the safety disk. All tests were completed successfully. The iabp was returned to the department and cleared for clinical use.

Event description:
N/a.